Event description:
A malfunction was reported with the customer's equipment, specifically displaying malf 0, but there were no notable events prior to this. There was no adverse impact to the customer's blood glucose level. Though the customer had not reset the pump in the previous 24 hours, technical support assisted them with pump reset information and guided them through the process of resetting the pump.